Event description:
Staff were unable to remove sheath after IV needle was in place. Had to remove entire device and at that time, it was discovered that catheter was bent back from needle itself. Another IV had to be started. There have been no further product problems with this device.